Event description:
It was reported that a patient presented for a routine generator change procedure with episodes of noise oversensing on their right atrial lead. Upon interrogation, it was noted that the noise resulted in inappropriate automatic mode switching and pacing inhibition. The noise was also reproducible with isometrics. Once the pocket was opened, the physician noted that there was an insulation breach on the lead as well. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.